Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the sapien valve was deployed too aortic (80:20) and there was 2+ paravalvular leak (pvl). A second valve was implanted in order to mitigate the aortic insufficiency.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to valve malposition and paravalvular leak. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (< 3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. However, the safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, patient factors appear to have contributed to the event. Per report, the mitral valve was heavily calcified and a calcium chunk caused a ledge which contributed to the valve being deployed too aortic. The paravalvular leak was a result of the patient's severe annular calcification and the final valve position (too aortic). Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.